Event description:
The complaint was reported as: the customer alleges that a loud noise is heard and the nebulizer generates an insufficient mist that prevents the pt from experiencing the entire medication treatment. Another nebulizer was obtained for the pt. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) of batch number 02j1301708 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specs. No corrective action can be established at this time since the defective sample or a picture of it are not available for eval, at the time of this report. The customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. If the physical sample becomes available, this complaint will be re-opened.